Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that the motor drive unit was heating up while being used, and when pressing the oscillating button it was not registering on the first time. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found the cable torn and rough. A functional evaluation of the device found the motor sounds rough when connected to dii controllers. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The root cause was associated with a mechanical component failure. Factors that could have contributed to the overheating and noisy failure include a blade stall condition that will result in increased current draw from the control unit which will produce some noise and also heat the motor and handpiece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.